Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. 5045090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included anemia. Concurrent conditions included heavy periods, fibroids and stress incontinence. Concomitant products included tolterodine l-tartrate (detrol). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and back pain outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes and essure device. Clinical information: essure device implant. Gross description: the specimen is received in formalin labeled uterus, cervix, bilateral fallopian tubes and essure device. On the left posterior cornu or the uterus posterior to fallopian tube there is a portion of exposed essure device identified which measures 2.2 cm in length and .1 cm in diameter. On sectioning the essure device is partially embedded within the posterior uterine tissue and part of the essure device is present within the left fallopian tube. Ultrasound scan vagina - on (B)(6) 2018: heterogeneous uterus with at least 2 probable fibroids, 2.6cm anterior fundal lesion abuts and distorts the endometrium. If there is no contraindication, follow-up with MRI may be value as clinically indicated. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia, pain, vaginal discharge, lower back pain were added. Outcome of events menorrhagia, dysmenorrhea, dyspareunia and pelvic pain from unknown to recovered/resolved were updated. Lot number and new reporter were added.concomitant and historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. 5045090- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included anemia. Concurrent conditions included heavy periods, fibroids and stress incontinence. Concomitant products included tolterodine l-tartrate (detrol). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and back pain outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral fallopian tubes and essure device clinical information: essure device implant gross description: the specimen is received in formalin labeled uterus, cervix, bilateral fallopian tubes and essure device. On the left posterior cornu or the uterus posterior to fallopian tube there is a portion of exposed essure device identified which measures 2.2 cm in length and .1 cm in diameter. On sectioning the essure device is partially embedded within the posterior uterine tissue and part of the essure device is present within the left fallopian tube. Ultrasound scan vagina - on (B)(6) 2018: heterogeneous uterus with at least 2 probable fibroids, 2.6cm anterior fundal lesion abuts and distorts the endometrium. If there is no contraindication, follow-up with MRI may be value as clinically indicated. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, pelvic pain lot number reported 5045090 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. 5045090-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included anemia. Essure confirmation test(s) conducted, specify: yes, date: (B)(6)2012. Concurrent conditions included heavy periods, fibroids and stress incontinence. Concomitant products included tolterodine l-tartrate (detrol). On(B)(6)2011, the patient had essure inserted. In january 2013, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6)2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding),"), 6 years 3 months after insertion of essure. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6)2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), chronic"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("urinary tract disorder"), anaemia ("bleeding: anemia"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the back pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, anaemia, fatigue, headache, migraine, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, chronic pain, menorrhagia, anemia, fatigue, headaches, migraine, fibroid, endometriosis diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: diagnosis: uterus, cervix, bilateral fallopian tubes and essure device clinical information: essure device implant gross description: the specimen is received in formalin labeled uterus, cervix, bilateral fallopian tubes and essure device. On the left posterior cornu or the uterus posterior to fallopian tube there is a portion of exposed essure device identified which measures 2.2 cm in length and .1 cm in diameter. On sectioning the essure device is partially embedded within the posterior uterine tissue and part of the essure device is present within the left fallopian tube. Ultrasound scan vagina - on (B)(6)2018: heterogeneous uterus with at least 2 probable fibroids, 2.6cm anterior fundal lesion abuts and distorts the endometrium. If there is no contraindication, follow-up with MRI may be value as clinically indicated.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, pelvic pain lot number reported 5045090 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: new events added: anemia, fatigue, headaches, migraine, fibroid and endometriosis. New reporter and plaintiff's information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.